Event description:
The customer contact reported a possible operator error in programming the device that resulted in the patient receiving more medication than intended. At 10:45am, the pump was programmed in the pca only mode to deliver hydromorphone 1mg/ml, with a 0.1 mg pca dose, a 10 minute patient lockout, a 3mg 4 hour limit, and an unspecified loading dose. The customer contact reported that two nurses noted that during delivery of the loading dose, the dose "seemed to be taking a long time". The nurses reportedly observed the display increment to 0.4mg, but noted that 8mg had been delivered from the syringe. The patient reported that he "felt faint" and complained of nausea and lightheadedness. The delivery was stopped and the pump was removed from clinical service. The patient was treated with an unspecified dose of narcan. The patient recovered and was discharged home the next day. There were no reported adverse patient sequelae. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.